Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump fell and then kept beeping and showed nothing on the screen. The customer's blood glucose level was 95 mg/dl at the time of the incident. The customer removed the battery and the screen showed a bit with stuck button message but went to blank screen. The customer stated that the insulin pump had stuck button alarm after removing the battery. The customer was not able to clear the alarm. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer informed that pressing the menu button most of the time not responding does. The customer stated that all buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.